Event description:
Medtronic m4 straight shot microdebrider continues to be soiled after cleaning according to MFR's written cleaning instructions. Cleaned this equipment multiple times followed by a test for residual hemoglobin and each time residuals remained.